Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan in (B)(4) alleging a one touch verio pro meter does not power on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed there was a meter does not power on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
No products expected to be returned.